Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
A cosmetic driveline repair was requested due to many areas of rescue tape and overall poor shape of the external driveline. There were no alarms present.

Manufacturer narrative:
Manufacturer's investigation conclusion: examination of the returned portion of driveline confirmed superficial damage to the outer jacket. A specific cause for the damage could not be conclusively determined through this evaluation. A distal-end driveline replacement was performed on (B)(6) 2021 and approximately 17¿ of the external portion of the driveline was returned for evaluation. The outer jacket was wrapped in clear and black rescue tape approximately 1.75" - 3.25", 4" - 5.5", 6.5" - 7.5", and 8" - 11.5" from the controller connector and appeared slightly twisted. The controller connector appeared unremarkable. The replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Upon removal of the tape, several cuts to the outer jacket were observed approximately 3.25", 4" - 5", 6.75", 9.5" from the controller connector. The outer jacket, bionate, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the driveline wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage in the insulation of any of the driveline wires. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for vad-55211 and for the driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU). Is currently available. Section 4 ¿system monitor¿, section 6 ¿patient care and management¿, and section 7 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. To clean the driveline, wipe off dirt or grime, and if necessary use a towel with soap and warm water for gentle cleaning, but do not submerge the driveline in liquid. The heartmate ii lvas patient handbook is currently available. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Past rescue tape application is reported in MFR # 2916596-2022-00328. No further information was provided. The manufacturer is closing the file on this event.